Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, black mold, device appearance (air cavities were observed but it is not considered a defect due to the non-textured part located) and a flat crease. A leak test was performed, and no leakage was found. A microscopic analysis was performed which identified no openings in the device. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.